Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported it was unknown if the pump was for pain infusion or baclofen. The healthcare provider (hcp) did not even remember whose device was implanted. This was something he saw during his residency years ago in another city. Further information was not provided. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a patient¿s pain pump caused a granuloma. Drug informaiton, patient baseline symptoms or conditions, additional symptoms, possible device issues, interventions performed and final patient outcome were not reported. If additional information is received, a follow-up report will be sent.